Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 3 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017 the patient presented with dark colored urine and diffuse abdominal pain. The lactate dehydrogenase (ldh) upon admission was 1000 u/l, with previous ldh of 400 u/l in (B)(6). Inr was 3.0. Once inr normalized, the patient was started on heparin. Ldh continued to climb at 1200 u/l. Plans were made for pump exchange. On (B)(6) 2017, the patient underwent pump exchange with subcostal approach without incident.

Manufacturer narrative:
Device evaluation: the pump was returned assembled with the driveline severed approximately 3 inches from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and the outflow graft bend relief were not returned. Examination of the rotor upon disassembly of the pump revealed a thrombus formation surrounding its bearing ball. The structure of this formation indicates that it developed acutely within an undetermined period of time while the pump was supporting the patient. Further analysis of the pump revealed three small depositions adjacent to the bearing ball within the proximal side of the outlet stator. Their lack of laminated layering indicates that these depositions did not initially form in the outlet stator; however, their origin could not be determined. Although a root cause for the development of the observed depositions could not conclusively be determined through this evaluation, they could have contributed to the patient¿s elevated lactate dehydrogenase. The remaining blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed that pump power consumption and pressure were within specification and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.